Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument misfired. No pt injury reported.

Manufacturer narrative:
8/14/1998 - supplemental report #1 sent to FDA. The device was not available for evaluation.